Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The phenom catheter encountered resistance in the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured paraclinoid wide neck aneurysm with saccular morphology. Aneurysm dimensions: max diameter 20 mm, neck diameter 13 mm. Landing zone (artery size): distal 4 mm and proximal 4.6 mm. The vessel tortuosity was severe. The access vessel was the ica (diameter 6 mm). During device deployment, the distal end was not opened and a kink was observed on the angiographic image. Multiple recapture maneuvers were performed, and finally the device fell into the aneurysmal sac, making it impossible to recapture for repositioning. The distal end was frayed. The anatomical tortuosity was severe. Access to the distal vessel was extremely complex. The force exerted to deliver the device was severe. The anatomy of the carotid artery presented complex and acute angles. Finally, the device and microcatheter were removed and access was gained with another phenom 27 microcatheter. Another 4.75 x 20 mm flex shield pipeline was placed, which did not present any difficulties in deployment or apposition. The pipeline was positioned in the distal end of a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Dapt (dual antiplatelet treatment) was administered (pru level: prasugrel + aas). Angiographic result post procedure: no al teration, aneurysm embolization. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that in this particular case, the ped device did not open its distal end, beyond the classic maneuvers to achieve its opening; push and pull was performed and it was also re-sheathed to change the angle of distal deployment; even so, these maneuvers were not effective. It was a case with extremely severe and complex anatomy and the navigation of the devices was difficult; finally, in the last attempt to re-sheath to change the position, the device opened inside the microcatheter, losing total control of the deployment and the entire system was involuntarily positioned inside the aneurysmal sac. For this reason, the operator decided to remove the entire system (microcatheter and ped) and use another microcatheter and another device. It was possible to observe how it was at its distal end with the threads uneven. The doctor was unable to determine the cause of this particular situation, but when using the second device they had no problems and the device was positioned correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.